Manufacturer narrative:
(B)(6). Results: fifty samples and several photos were returned for evaluation from customer facility. All 50 actual and representative samples were confirmed to have no sodium citrate additives based on visual evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot# 5082938. Conclusion: confirmed complaint. Bd was able to confirm the customer¿s indicated failure mode because the defect was evident in the testing of the returned samples.

Event description:
It was reported that the sodium citrate additives are missing from several 2.7 ml, 13 x 75 mm bd vacutainer® plastic citrate tubes with clear bd hemogard¿ closures. No serious injury, blood to mucous membrane exposure or medical intervention was reported.